Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that nurse complained about the accuracy of the t2 sga target device. As reported by dr. Neither a lateral nor posterior locking screw could be screwed in calcaneus with the device. Surgical delay of 90min. Not longer. No other consequences reported.

Manufacturer narrative:
Product inquiry alleged the targeting arm t2 ankle to be the subject product. No associated instruments and no nail were returned. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub supplier) and additional in house spot check of the lot in question revealed that function was given in full on the device at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. Functional test of the targeting arm t2 ankle was performed with sample instruments from a demo kit and two sample nails in order to reproduce the event reported. The drill passed the posterior calcaneus hole, the lateral calcaneus hole, the talus dynamic compression hole and the talus static hole as well as the tibia static hole and the tibia dynamic hole without any contact to each nail. The function of the device was proved fully given. The functional test revealed that all nail holes were passed by the sample drill like specified; the alleged locking issue was not reproducible. The targeting arm returned was found being fully functional and undamaged. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Potential miss targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion, deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal, loosening of the connection between nail adapter/nut, wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm), not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill), no use of drill with centre tip / unfavorable bone contour, drilling without drill guiding sleeve, using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure. The sales rep. (Who visited kiel) was shown life the successful functional test. He received the photos for demonstrating the targeting precision to the customer. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
It was reported that nurse complained about the accuracy of the t2 sga target device. As reported by dr. Neither a lateral nor posterior locking screw could be screwed in calcaneus with the device. Surgical delay of 90min. Not longer. No other consequences reported.